Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported an infection was discovered at the patients' ipg site. Reportedly, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted. As such, the patient was treated with antibiotics during hospitalization for one night. Cultures were taken, however results are unavailable. Consequently, the lead is still implanted. Follow-up identified the issue has resolved.